Manufacturer narrative:
Investigation is in progress to determine the cause.

Event description:
It was reported that user is getting mu errors in mosaiq-error message that the mus are not recording. There was no report of mistreatment based on the available information.

Manufacturer narrative:
In order to confirm the complaint elekta support have been not been able to obtain the required information from the customer despite multiple attempts. No failure has been detected.